Manufacturer narrative:
The investigation for the reported positioning issues the issues with the placement signal are related to the position of the device as when the pump was started the cvp was negative with placement signal issues. When the pump was repositioned, the placement signal and metrics became stable. The root cause of the positioning issues is most likely related to use as the pump was not in the proper position upon starting the device causing the optical issues and then accidentally pulled back. Added-h6 medical device product problem 3009.

Event description:
The complainant had placed an impella rp for support of a patient was was found down and receiving CPR in the field. The patient was admitted and had percutaneous coronary intervention (pci). The patient was then transferred to tertiary center for the rp placement. The team had issues with placement, but eventually pump delivered. Upon attempting to remove the sheath, the pump dislodged from the appropriate position. The mispositioned pump was unable to be re-delivered and was therefore explanted. The explanted pump was not replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿